Manufacturer narrative:
Analysis found the lead returned in two parts. An inside-out insulation abrasion was found between 11.9cm and 12.5cm from the distal tip electrode. The etfe coatings were normal. A lead impedance test could not be performed due to the lead being cut apart.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to high thresholds and a lead impedance issue.